Manufacturer narrative:
(B) (4). The ge service rep diagnosed the problem to a defective ps3 for column lift motion. The system started to work when the supply was tapped. The power supply was replaced.

Event description:
The customer reported that the vertical column will go up, but when attempting to lower it, it does not always work. No pt injury was reported.